Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the cartridge has been returned and evaluated by product analysis on 01/27/2016 with the following findings: during investigation, the ¿no vibration complaint¿ was unable to be confirmed. The pump powered vibrated upon power up. The pump was opened and there were no defects found to the vibration motor. The battery compartment was found to be cracked below the bumper traveling toward the case seal.